Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem right sz 4 (cat# 02-020-11-0340), truliant tib imp psc insert sz 4, 11mm (cat# 02-022-44-4011), truliant tib fit tray cem sz 4f / 4t (cat# 02-022-45-4040), advanced patella 35mm 3 peg implant (cat# 200-07-35), holding pin mini sharp point 4 pk (cat# 201-78-15), collar fixation pin 2pk 40mm, quick release (cat# 201-78-82), 3" drill bit, mod. Hex 2 pack (cat# 201-78-89). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, approximately four years post initial right tka, this female patient had a revision of right-knee and placement of temporary spacer. Then, three months later patient had a right-revision total knee arthroplasty on (B)(6) 2021. Patient also had manipulation under anesthesia (mua) two months after right knee revision arthroplasty. Patient is ambulating with a walker, still experiencing some stiffness but has no pain this time. The patient has no major complaints and is doing well overall.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal team, approximately four years post initial right tka, this female patient had a revision of right-knee and placement of temporary spacer. Then, three months later patient had a right-revision total knee arthroplasty on (B)(6) 2021. Patient also had manipulation under anesthesia (mua) two months after right knee revision arthroplasty. Patient is ambulating with a walker, still experiencing some stiffness but has no pain this time. The patient has no major complaints and is doing well overall. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.